Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation revealed both the jaw to shaft pin and the actuator to shaft pin were out of their intended location causing improper function of the jaws. Upon further investigation, it was observed that when the trigger is pulled, the actuator under the shaft protrudes downward. This indicates that the actuator to jaw pin is broken and is out of its intended location causing the device to fail. Therefore,this complaint can be confirmed. This type of failure has been historically attributed to blunt force impact/ mishandling and can be attributed to user misuse of the device. However, given the information provided we cannot discern a definitive root cause for the reported failure. Furthermore, a manufacturing record evaluation was performed for the finished device lot (43608-170707), and no non-conformances were identified. A manufacturing history for this batch was also reviewed and there is no evidence of any manufacturing anomalies. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported via phone by the sales rep that prior to a shoulder procedure, the jaw on the customer's expressew iii gun would not close. They opened another like device to complete the procedure. The device is coming back for evaluation.